Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the 8mm fenestrated bipolar forceps instrument to perform failure analysis. Failure analysis investigations did not confirm the customer reported complaint. The instrument underwent visual inspections with no cable damage to be found. The instrument was placed and driven on an in-house system. It instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened, closed and grasped properly. The instrument passed electrical continuity and energy delivery tests in various grip orientations.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm fenestrated bipolar forceps instrument had a broken cable. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: yes the instrument is available for return. It was sent and collected by the ups. Scrubbed nursed informed the surgeon asap when she noticed the instrument is broken and changed it for a new instrument. No, the patient has not returned to the hospital for any post surgical complications and an x -ray is not done as we didn't think there is a fragment left inside. There are no photographic images for review.